Event description:
It was reported that the device was used during a laparoscopic vaginal hysterectomy. It was reported that the device did not fully form staples. The case was completed with a similar device. There was no consequence to the pt.